Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact felt that the customer received an inaccurate fill estimate and therefore, the pump was delivering too much insulin to the customer. Review of the pump data logs by tandem technical support show that the fill estimate was accurate. Reportedly, the customer thought the fill estimate was depleting faster due to only calculating the bolus amount and not the basal rate. Additionally, the customer was informed that the pump does not over deliver insulin. The customer understood and attributed a low blood glucose (bg) level of 37 mg/dl to walking around the mall all day. The customer's aunt gave the customer food and the customer consumed carbohydrates to treat bg level.